Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was recommended for replacement, but the hospital has not agreed to the replacement.

Event description:
The hospital reported the unit alarmed 'vent manual only'. There was no report of patient involvement.